Manufacturer narrative:
Philips service replaced the ad7 drive identification board and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a dib board failure caused inability to scan on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.